Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that competitive atrial pacing was observed and the intrinsic atrial events were falling into post ventricular atrial refractory period (pvarp) during sensor indicated rate (sir) causing auto mode switching (ams) episodes. Programing changes were discussed. The device remains implanted.